Manufacturer narrative:
(B)(4). Date sent (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Only year known, assumed 1st day of month that complaint was reported. Added additional information: customer will not release the device. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during an unknown procedure, the device would not open and was either pulled off the tissue or cut off the tissue. Another device was used to complete the procedure. No adverse consequences reported.